Event description:
It was reported after a dexcom g7 continuous glucose monitor (cgm) sensor failed early, a replacement paired to the dexcom app but not to the ilet bionic pancreas, indicating intermittent communication failure limited to the ilet interface; troubleshooting included disabling the phone¿s bluetooth, toggling ilet settings, re-entering the cgm pairing code, and education on expected pairing time. No clinical signs, symptoms, or conditions were reported. Outcomes included no health consequences or impact. User support included communication and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the cgm and the ilet consistent with intermittent communication failure, with relevance to the device¿s electrical and magnetic communication path and antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.